Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was damaged during a revision for a system explant due to therapy upgrade. The lead was subsequently explanted. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.